Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s left ventricular lead was explanted and replaced due to high capture thresholds. No patient consequences reported.

Event description:
New information received notes the high capture threshold was discovered in clinic. High capture threshold was due to lead dislodgement.